Event description:
Related manufacturer reference number: (B)(4) new information received noted that the event of oversensing was discovered during follow up in clinic.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.